Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited episodes of high ventricular rate due to atrial lead noise. The clinician stated that the atrial lead noise was previously noted by the clinic and programming changes were made. However, there was a recurrence of lead noise. Upon reviewing the electrogram, it was determined that the noise was potentially caused by electromagnetic interference. It was recommended that the clinic discuss with the patient to find the cause of the noise. No programming changes were made at this time and no patient symptoms were reported.